Event description:
It was reported that there was some episodes of noise seen on the right ventricular (rv) lead. It was also noted there was high impedance. The patient will be monitored. The lead remains in use. No patient complications have been reported as a result of this event.